Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: DHR review for part # 03.620.061 lot # 6978496-36, release to warehouse date: 24september2012, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2016, while performing right l4-l5 transforaminal lumbar interbody fusion (tlif) using matrix mis system, during final tightening of the titanium (ti) matrix locking cap, the 10 nm torque limiting ratchet handle would not stop tightening. The surgeon was tightening the locking cap and the torque handle continued torquing without sensory and auditory feedback indicating the locking cap was locked into place. The surgeon used this device to complete the procedure successfully as he was confident the locking cap was tight enough. There was no surgical delay or patient harm. The patient was reported as stable postoperatively. This complaint involves one (1) device. Concomitant devices reported: titanium matrix locking cap (part # 04.632.000, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service history of the past three years for part number 03.620.061 with lot number(s) 6978496-36 has been reviewed. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date of this item is september 24, 2012. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A service and repair evaluation was completed: the customer reported the torque handle would not stop tightening. The repair technician reported the item failed torque testing. End of service life is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.